Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and one day post port placement, computed tomography angiogram of chest revealed two filling defects within the right atrium, one of which appear to be adherent to the tip of a central venous catheter and the other adherent to the floor of the right atrium along the anterior margin of the ostium of the inferior vena cava. Around eight days later, echocardiography revealed right atrial thrombus. Around four months and three days later, removal of tunnel chest port was planned and removed successfully. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the port. Additionally, it can be confirmed that the patient experienced thrombosis in right atrium. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023), g2, g3, h6 (method) h11: b3, b5 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that seven months and one day post a port placement via the right internal jugular vein, the patient allegedly developed thrombosis. Reportedly, the port reservoir and catheter were removed in their entirety. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed thrombosis. However, the current status of the patient is unknown.